Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume infusor ruptured and the drug solution spread inside of the clean bench. This was observed when filling fluorouracil, after filling with saline. There was a horizontal tearing on upper area of the bladder. The device was manually filled using a syringe, following proper procedures. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h4, h6(update codes), h11. H4: the lot was manufactured between 3 september and 5 september, 2025. H11: the device was received for evaluation. A visual inspection of the sample noted that the bladder had ruptured and the coil cap was separated from the cover. The ruptured bladder was examined, and there were no signs of abnormality observed on the external and internal surfaces of the bladder, the rupture line and stressmember. The reported condition was verified. The cause for the bladder rupture could not be determined; however, may be due to inherent variation in the material from manufacturing, as bladders are manufactured with rubber. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.